Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 019. The charge drawn from the battery was checked and turned out not to meet expectations. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was analyzed and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was then returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measurement did, however, not show any anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the ICD had been implanted for 56 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.

Event description:
After an implantation period of approximately 56 months, it was reported that the device was in eos status.